Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory. The device was tested using automated test equipment and an anomalous component on the hybrid was observed to be the cause of the reported field ev ent of no communication.

Event description:
It was reported that the device could not be interrogated. The device entered backup vvi mode. Device could not be restored. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.